Event description:
Caller reported blood glucose results of 556 mg/dl, 493 mg/dl, and 188 mg/dl on the advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.